Event description:
Per the clinic, the patient experienced intermittencies with the device, resulding in device non-use. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, december 14th, 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4). This report is filed (B)(4) 2012.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6), 2012 and the patient was reimplanted with another device during the same surgery. This report is filed (B)(6), 2012.